Manufacturer narrative:
The device was returned to olympus for evaluation. Based on the results of the investigation, olympus confirmed that foreign material was observed within the air/water tube and cylinder. The material was identified as silicone-based residue/deposits, which may be associated with the use of silicone-containing products such as simethicone or silicone/oil-based lubricants that can remain within the channels even following reprocessing performed in accordance with the instructions for use (IFU). Simethicone and petroleum oil/silicone-based lubricants are non-water soluble and are not recommended for use by olympus. Although a definitive root cause could not be established, the probable cause of the observed residue was determined to be a known inherent risk associated with the use of silicone-containing products. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for evaluation related to a separate issue. During the device analysis, the field service engineer identified that the device exhibited white foreign objects within the air/water tube and cylinder. There was no patient involvement.